Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations/anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated report: 3007963827-2019-00075, 0002648920-2019-00210, 0002648920-2019-00211. Concomitant medical products: femur cemented posterior stabilized (ps) standard, item# 42500606202, lot# 62689656. Tibia cemented 5 degree stemmed, item# 42532007502, lot# 63041084. Articular surface fixed bearing posterior stabilized, item# 42521400711, lot# 62604173. Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure and subsequently was readmitted to the hospital with pain, swelling, and leaking wound on the right knee. Aspiration of right knee. Aspirate sent for microbiology and showed no growth. There is no additional information at this time.